Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to verify pump error 68 due to blank display. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that insulin pump was losing data. Customer blood glucose reading was 137 mg/dl. The insulin pump was blank but after troubleshooting, the screen came back on. However, the alarm did not clear. The insulin pump will be returned for analysis.